Event description:
On 5/30/2000, the distributor's sales rep contacted the manufacturer's rep and stated that a customer in the area experienced a problem with the device; however, the distributor's sales rep did not have any details on hand and asked the MFR's rep to fax a blank product complaint report (pcr) form to the facility's o.r. Nurse manager for completion. On 5/30/2000, the MFR's rep faxed the blank pcr form to the facility's o.r. Nurse manager and requested it be faxed back to the MFR as soon as possible. On 6/6/2000, the MFR's rep faxed the facility's o.r. Nurse manager requesting the additional info regarding the alleged event. On 6/8/2000, the facility's o.r. Nurse manager informed the MFR's rep of the need to contact the nurse in occupational health and infection control dept for the info. The MFR's rep has attempted to contact this nurse via telephone and written communication. On 6/27/2000, the facility nurse left a message with the MFR's answering service that the facility nurse has been working the night shift and will be back on 6/29/2000, but did not leave the info requested (i.e., catalog/lot# of the device in question, implant/event/explant dates, pt ID# or status etc.). The MFR's rep will attempt to contact the facility nurse again when the facility nurse returns to the day shift on 6/29/2000. No further details are available at this time.